Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 17 years post implantation due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: e1; g3; h2; h6. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: during an office visit, it was identified that the muscles of the hip abductor were damaged, with elevated metal ion levels in the blood. Metallosis was diagnosed, as well as trochanteric bursitis and pain. The revision occurred, where the stem and head were revised. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h6: h10. B3 - event date - unknown day in august 2023. D6a - implant date - unknown month and day in 2006. D6b - explant date - unknown day in (B)(6) 2023. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. Attempts have been made to gather all product identification information, and no further information has been provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported from legal that a patient had an initial left total hip arthroplasty performed on an unknown date in 2006. Subsequently, the patient was revised due to pain, elevated metal ion levels, and altr/metallosis. Limited medical records have been provided at this time.